Event description:
It was reported that this right ventricular (rv) lead has high out of range shock impedances. The impedances were noted to gradually increase. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.